Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 242 mg/dl at the time of incident. Customer has been getting no delivery alarms since yesterday. Customer was reporting a past event. Customer reported that the alarm did not occur during manual prime. Customer reported that the alarm was resolved by a complete set change. Customer also reported a blood glucose reading of 321 mg/dl and stated that he treated with the pump on (B)(6) 2017. Customer's blood glucose came down to 211 mg/dl. Customer called back again to troubleshoot and his blood glucose was 436 mg/dl. Customer stated that he has been treating with the pump. Customer stated that the infusion set cannula was bent over. Customer declined to perform the high pressure test and was advised to do a complete set change.